Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient had a pre-scheduled out-patient surgery appointment on (B)(6) 2015 unrelated to the continuous glucose monitoring (cgm) system. The sensor had been removed prior to patient's procedure by patient's physician. While recovering at home the same day and after the post-surgery pain medication had worn off, patient began experiencing pain at the insertion site. Patient viewed insertion site and sensor wire was visible under patient's skin. Patient relayed self-removal of the sensor wire that included shaving the insertion site area and opening of the skin to extract the wire. Sensor wire removal was reported as successful and measured an approximate one-half inch in length. Patient relayed a current condition of feeling good at the time of the call to dexcom technical support. However, indicated insertion site remained painful. No injuries or medical intervention were reported.